Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the product, that had exceeded its label expiration date, was implanted in a patient during a surgical procedure.